Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ protector p50s leaked medication into the double membrane. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: seven picture samples were received for evaluation by our quality engineer. Although the pictures exhibited several views of the protector product, it was not possible to identify the point of leakage through the picture samples. Three retained samples of the same lot number were obtained from the manufacturing facility for investigation. Functionality testing was performed on the retained samples and leakage was not observed at the membrane or at the hydrophobic filter. Leakage testing was performed on two retained samples and no signs of leakage were observed through or around the phaseal membrane. A device history record review did not reveal any quality issues during the production of lot number 1707124 that could have contributed to the reported incident. During the manufacturing process for the phaseal protector, visual inspections, critical measurements, and functionality tests are performed to ensure product meets specifications. Based on the investigation results, it was not possible to determine the cause of the reported incident.

Event description:
It was reported that bd phaseal¿ protector p50s leaked medication into the double membrane. There was no report of exposure, serious injury or medical intervention.